Manufacturer narrative:
Device passed displacement test and self test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or vibrate or absence of alarm anomalies noted during testing. Hardware low level failures error confirmed in the device history due to broken trace.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the device was no longer alarming for low blood glucose alerts. They did not hear beeps when audio volume settings were saved. Their blood glucose level during the incident was 50 mg/dl. Details regarding symptoms or treatment of their low blood glucose levels were not provided. Troubleshooting was not completed. The device will be returned for analysis.